Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation

Event description:
Healthcare provider reported a right side deflation. The device has been explanted and replaced.

Event description:
Healthcare provider reported, a right side deflation. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, opening curved on radius and crease flat. Leak test and microscopic analysis was performed which identified, striated opening on radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a striated opening on radius assessed, as surgical damage.